Event description:
It was reported the patient experienced stimulation and shocking down their left leg and foot the day prior to call. They only noticed it occasionally. The issue was not affecting their symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va02a9p, implanted: (B)(6) 2012, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).